Event description:
It was reported by the hospital that the pt was admitted for driveline infection and while in the ICU, red heart, low rate and system controller malfunction alarms were noted. The hospital also reported grinding noises and that the pump was stopping and restarting. The system controller was exchanged without any resolve and the hospital made a decision to place the pt on a pneumatic support using an ip console and stroke volume limiter (svl) with venting every 4 hrs. The vent filter analysis sent to the MFR indicated end of life device symptoms. The hospital is planning to exchange the lvad with another lvad; however, the pump exchange date has not yet been determined.

Manufacturer narrative:
The pt is on dobutamine and remains stable on pneumatic support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.